Event description:
It was reported that air was observed in the tubing during drain one of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. The patient reported there were small air bubbles in the patient line. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.